Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. - please provide the lot number. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep. No further information is available at this time and product is not available to be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: vr835: ethicon side affected: not applicable ## quantity affected: 1 quantity available to be returned: 0 list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Unknown *** was there a significant delay? Unknown if available, provide the product order number (po). Do you need product packaging to send the product back? No would you like a return label at the end of this process? No d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, thread broke away from the needle during use. No adverse patient consequences were reported. Additional information was requested.